Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 50 mg/dl. Customer was experiencing issues with sensor errors and calibration errors, and stated sometimes the needle hub could not be removed. The sensor cannula was found to be bent. Nothing further reported.